Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited error 117. The event occurred during a therapeutic procedure; it was finished with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of the harness, disconnection in the graphics processing unit (gpu) sub-assembly, and failure in the dual inline memory module (dimm). A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to poor contact of the harness, due to a disconnection in the graphics processing unit (gpu) sub-assembly, and due to a failure in the dual inline memory module (dimm); error code e117 was displayed. The most probable cause of the new reportable findings found in the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.